Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleges that they had two potential false positive sample results using the cobas® sars-cov-2/influenza a/b assay generated from the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that during routine patient testing that they had two patients¿ sample results from their cobas liat system (s/n (B)(4)) that generated sars-cov-2 positive, influenza a negative and influenza b negative test results for both patient 1 and patient 2. The customer stated that they sent the same patients¿ samples out to their core lab for repeat testing on another non-liat pcr platform (platform type not provided) that generated sars-cov-2 negative, influenza a negative and influenza b negative results for patient 1 and patient 2. Patients sample was collected using nasopharyngeal swab and universal viral transport media. The customer confirmed there was no allegation of harm to the patient. The patients¿ positive results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Review of instrument data in the attached problem reports confirmed both questioned positive sars-cov-2 runs for both patients. Both runs have CT values for the sars-cov-2 channel near the scfa assay cutoff and weak amplification. No abnormalities are observed in the pcr curves for these runs. It is possible these two samples contained viral material near the limit of detection (lod) of the assay. (B)(4).